Event description:
On (B)(6) 2013, gore-tex intering stretch vascular graft was implanted in a femoro-femoral procedure. On (B)(6) 2013, the patient tripped and fell while still recovering at the hospital. The patient then presented with a hematoma at the groin. During the revision procedure, the physician placed an interposition graft. Two centimeters of gore-tex intering stretch vasculare graft was torn near the anastomosis. The patient is in stable condition.

Manufacturer narrative:
Review of device MFR record history confirmed device met pre-release specifications. Attempts to obtain the information required for this form was made by w.l. Gore & associates, inc.